Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿plastic shards¿) were found in multiple bd¿ slip tip syringe(s) with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1100 sealed 1ml packaged syringes with needle were received in 11 sealed shelf cartons and confirmed to be from batch #7238743 (p/n 309625). The samples were visually evaluated. One of the shelf cartons had severe water damage to box exterior. Each shelf carton was opened and each syringe was removed from package to perform visual inspection of syringe. No foreign matter defects were found in any of the samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received, therefore no root cause or corrective action could be determined. Investigation conclusion: unable to determine a root cause since no fm was found in the samples received.

Event description:
It was reported that foreign matter (described as ¿plastic shards¿) were found in multiple bd¿ slip tip syringe(s) with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter (described as ¿plastic shards¿) were found in multiple bd slip tip syringe(s) with needle. There was no report of exposure, injury or medical intervention.